Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that there is no display at power on. There is no reported adverse patient impact.